Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a pump error from the insulin pump. The customer's blood glucose reading was 10 mmol/l. The customer stated that they were able to rewind the pump. The customer was assisted in performing the displacement test. The customer stated that the pump was not dropped or bumped. The customer stated that dropped pump can cause motor error related pump errors. The customer was assisted with rewinding the pump. The customer was assisted with the self-test. The customer stated that the pump error did not occur. The customer was advised to monitor the pump.